Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system touchscreen froze during set up" (no display or display failure). The nurse reported the system touchscreen froze during set up. The system was switched out and the case was completed. The following three pts were cancelled. No pt injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).